Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the migration is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2024 that a sign fin nail implanted to repair a fracture was repositioned due to migration of the nail. A second surgery was performed to reposition the nail. Surgeon comment: "removal of screws and realign the nail in position and reapplication of screws in position".